Manufacturer narrative:
Baby boy the customer¿s report of a cracked luer connector was confirmed. Visual inspection of the set identified a crack in the male luer. Closer inspection under a lab microscope observed no stress marks or tool marks. Due to the broken male luer collar, functional tests could not be performed.. The root cause of the male luer crack was not determined.

Event description:
The customer reported that when checking the patient IV lines a crack was noted at the luer connector.the nurse attempted to disconnect the extension set however it cracked further and was difficult to remove. There was no report patient harm. The event occurred nicu.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when checking the patient IV lines a crack was noted at the luer connector. The nurse attempted to disconnect the extension set however it cracked further and was difficult to remove. There was no report patient harm. The event occurred nicu.